Event description:
It was reported the bronchovideoscope had an image problem; the image was flickering when the user angulated the scope. The event occurred during set-up prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems due to open or short circuit, signal loss, and mechanical issues such as damage, deterioration, and wear and tear between the charged coupled device unit (ccd) and the up/down angulation components without any design or manufacturing defects. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.